Event description:
Pt seen in cancer center for treatment number 3 bladder instillation of gemzar chemo. Coude tip 16fr foley inserted by rn with no issues. Treatment proceeded with no issues. Upon completion of treatment, rn attempted to deflate balloon and remove catheter. Balloon did not deflate with no saline withdrawn from balloon upon attempt. Rn troubleshooted foley balloon would till not deflate. On call urologist dr (B)(6)consulted. Rn cut catheter by valve of balloon as instructed. No fluid return and balloon did not inflate. Rn discussed further with dr o'neill and plan in place for pt to proceed to dover office of manchester urology for further evaluation. Foley bag changed per chemo precautions to new empty bag, as it had been draining well. Pt left ambulatory and stable, family driving to urologist office.